Manufacturer narrative:
Retainer ring: black. Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. The history download confirmed pump error 53 (line number 3965 file number 620) due to a hardware error. No damage on the electronic assembly, motor or force sensor noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.